Event description:
It was reported that following a system removal (see manufacturer's report # 3004209178-2014-08142) they waited two years to put the new implantable neurostimulator (ins) and lead placed which was done in (B)(6) 2013. After surgery, the patient had pelvic pain. The patient went to hcp (healthcare provider) in (B)(6) in which the representative adjusted and the pain did go away. This past saturday, the patient felt she was now getting another uti or could be having pelvic pain again. The patient had put a call into hcp this morning and was waiting for call back to do a culture test. The patient was told the device will help with frequency and her uti. The patient went 18 times in a 24 hour period. The patient had ic (interstitial cystitis) as well. It was noted it hadn¿t totally controlled anything. They were still working on it. The patient has an appointment this coming friday. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported that the device never worked with her urinary retention problems and the device was explanted in (B)(6). The patient was unsure of the date. They never did any reprogramming with the device. The device was explanted but she was considering trying to get the device implanted again to see if it would help.

Manufacturer narrative:
Concomitant products: product ID: 3037 serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0d2y4, implanted: 2(B)(6) 013, product type: lead. (B)(4).